Manufacturer narrative:
Patient presenting with pie, pih and uneven skin texture on her face 5 months following morpheus8 treatment. Investigations is ongoing.

Event description:
Pie, pih and uneven skin texture on face 5 months post moprheus8 treatment.

Manufacturer narrative:
Patient presenting with pie, pih and uneven skin texture on her face 5 months following morpheus8 treatment. Investigation is ongoing. On 30-jun-2025: follow-up report is submitted with investigation conclusions. Section h6 has been updated. The clinic confirmed that this is an isolated incident and therefore no technical inspection of the device was performed. Treatment settings are unknown despite several attempts to get this information from the clinic. During retraining visit, inmode's trainer noticed a bad technique (moving the handpiece before full needle retraction). The initial intense inflammatory reaction was most probably triggered by the numbing cream and exacerbated by morpheus8 procedure, especially if the technique was incorrect. The clinic reported that the patient has completely healed.

Event description:
Pie, pih and uneven skin texture on face 5 months post moprheus8 treatment.